Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. Impedances values were greater than 2000 ohms. In addition, noise on the rv channel was seen and oversensed which resulted in pacing inhibition. No asystole was observed. The patient was brought in and a lead revision was scheduled. The rv lead was then surgically abandoned and replaced. The lead is a competitor's product. During the revision, fluoroscopy did not reveal any damage. This pacemaker remains in service. No additional adverse patient effects were reported.